Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s son called stating that the customer had started using the device that morning and had been experiencing high blood glucose levels since initiation. A review of the alarm history showed no occlusion alerts. The customer was using a contact detach infusion set. The agent instructed the customer to replace the connector and infusion set, and the customer was advised to monitor blood glucose levels and device alarms to ensure levels began to decrease. The customer did not have ketone strips available and was advised to contact their healthcare provider for guidance on a ketone plan. Blood glucose levels were affected, with a reported high of 519 mg/dl lasting a couple of hours. The customer did not use backup therapy, did not perform ketone testing, had not received recent steroid injections, and did not require medical intervention or any additional assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.